Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. No product was returned for evaluation, or x-rays provided to illustrate issue. Based on the information provided, it is not possible to determine likely root cause. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that two weeks post-op, the patient was experiencing increasing groin pain. X-rays were taken and no evidence of fracture was reported. One week later, the patient presented at the emergency room with a displaced femoral neck after falling. The nail was repositioned and the fracture was reduced with the use of four screws.